Event description:
The patient was implanted with a ventricular assist device (vad). It was reported by the vad coordinator, she was concerned that the pump was not ejecting properly and she noted a loss of empty flash. The patient's history included a giant cell myocarditis and sustained v-fib. The vad coordinator questioned the reliability of the dual drive console (ddc) because, the vad appeared to have white strands and possible clots in the blood sac, and as a result, the ddc was changed to a back-up unit. An echo was performed which did not reveal clots in the atria or ventricle, nor in the outflow graft. It was suggested that the patient might require a device exchange and the team would consider this as an option. Technical support functionally tested the original ddc and it was found to operate as intended. On the same evening, the patient's oxygen saturation was reported to have decreased and the patient was transported to the or for pump exchange.

Manufacturer narrative:
The patient was reported to have tolerated the pump exchange well and no clots were noted in the blood sac, cannulae, atria or ventricle upon examination at explant. The hospital has chosen not to return the explanted pump to the manufacturer. Therefore, the exact cause of the reported event could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.